Event description:
It was reported by the customer that during a wisdom tooth extraction, the drill heated up within approximately 10 seconds and caused a burn to the patient's top left arch. The burn was approximately the size of the tip of the bur guard; the burn was not severe. Neosporin was applied in the office. The customer confirmed the bur guard used was not expired; also confirmed that they went through all of their bur guards, and none were expired.

Manufacturer narrative:
As of 08/19/2009, the bur guard has not been returned for evaluation. No conclusion can be drawn.